Event description:
It was reported that the balloon did not inflate during the inflation test. It was further reported that an under water test was performed and leakage occurred in the distal portion of the thermal filament. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.